Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn unknown) suddenly displayed "low battery" message and followed by unknown error message. After the call, the autopulse platform was powered up and the display screen was blank. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) suddenly displayed "low battery" message and followed by unknown error message were not confirmed during the functional testing but confirmed during review in the archive data. The customer reported complaint were not duplicated during the functional testing. However, based on the archive data, user advisory (ua)01 (low battery warning) and ua17 (max motor on time exceeded during active operation) have occurred on (B)(6) 2021, likely the unknown error message that was reported by the customer. During further visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. The cause for the observed damage was due to user mishandling, such as a drop. The damaged enclosure was replaced to address the physical damage. The archive data review showed the occurrence of ua01 (low battery warning) and several ua17 (max motor on time exceeded during active operation) around the reported event date, thus confirming the reported complaint of "low battery" and unknown error message. As a precautionary measure, the pdb was replaced to address ua01. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. However, during further evaluation, noticed the lcd screen illuminates but it did not display any characters (words or graphics), thus confirming the secondary customer's reported complaint of the "display screen was blank" upon powering on the platform. As a precautionary measure, the pdb was replaced to address the display issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).